Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during a follow-up performed on (B)(6) 2021, it was observed that a mode switch episode, with a duration of 27 minutes and 32 seconds, was recorded on the implantation day ((B)(6) 2021). The episode presented artifacts on the atrial channel.

Event description:
Reportedly, during a follow-up performed on (B)(6) 2021, it was observed that a mode switch episode, with a duration of 27 minutes and 32 seconds, was recorded on the implantation day (B)(6) 2021). The episode presented artifacts on the atrial channel.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during a follow-up performed on (B)(6) 2021, it was observed that a mode switch episode, with a duration of 27 minutes and 32 seconds, was recorded on the implantation day ((B)(6) 2021). The episode presented artifacts on the atrial channel.